Event description:
It was reported that the patient had his first "unit," a rechargeable device, explanted because, it was "time to be replaced" because, the "wire deteriorated."

Event description:
Additional information received reported the cause of the event was unable to program stimulation in left arm. An impedance measurement on (B)(6) 2012 found high impedances on electrode 4. It was noted that battery age was 6 years. Surgical revision of the implantable neurostimulator (ins), lead, and extension was performed on (B)(6) 2012. The patient had good stimulation and pain relief in the left arm. No hospitalization was required and patient outcome was noted as patient recovered without sequelae.

Manufacturer narrative:
Product ID, 377660 lot# v003624 serial#, implanted: 2006 (B)(6), explanted: 2012 (B)(6). Product type lead. Product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger. Product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID 3550-29 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).